Manufacturer narrative:
Investigation summary customer returned photos of 3/10c syringes. Customer states that some products have one or two black dots beside the scale marking on the barrel. The photos show barrels with either zero, one, or two dots printed on the barrel next to the scale around the 0-5 unit markings. These dots are printed on the barrel during manufacturing and are used for traceability purposes by the manufacturing site. No defects were observed. A review of the device history record was completed for batch# 1256984. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were zero (0) notifications noted that pertained to the complaint. Embecta was not able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that the five bd ultra-fine¿ ii 3/10ml insulin syringe had scale marking issues. The following information was provided by the initial reporter translated from japanese: ¿the verbatim report from an animal owner is that some products have one or two black dots beside the scale marking on the barrel."